Manufacturer narrative:
G2) foreign country: australia  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that registration was 0.9 millimeters (mm) with both green and yellow accuracy circles present around sinus area. Once navigating, it was noted that when probe on the external part of patient around frontal sinus the system was indicating the probe was internal on the patient within bone or sinus cavity. The estimated amount of the inaccuracy was 3 mm. No known impact to patient outcome. There was a less than one hour surgical delay. The direction of the inaccuracy was lateral and was seen on three instruments.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 1.2.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and captured a session on the date of the issue reported and confirmed that the site was on standard functional endoscopic sinus surgery (fess) procedure. The site did two successful trace registration with an accuracy metrics of 2.3 millimeters (mm) and 0.9 mm respectively, but logs did not captured any abnormalities confirming the software issue. As per the case description, the site was in fess procedure and reported that the system was inaccurate by 3 mm. When probe was on the external part of frontal sinus, the system was showing probe on internal bone or sinus cavity. Archives were needed to check the registration pattern and scan region for registration. But, as per the information provided on 15-jan-2025, archives were not available codes: b01, c19, d15 h2) please see section d9 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.